Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another meter. Since the reporter was unwilling to answer follow-up questions or to provide contact details for the patient, the complaint was classified based on the original customer service representative (csr) documentation and additional information obtained when a senior csr reviewed the call. The reporter was unable to say when the issue with the meter started or to provide results, but alleged that the meter had been reading inaccurately ¿for a long time¿. The patient manages his diabetes with insulin (self-adjuster). The reporter alleged that due to the meter, the patient was ¿hypo¿ and ¿lost consciousness twice¿. No timeframes or details of what happened before or after these events were provided. The reporter initially stated that the patient was in hospital for a routine stay, but later alleged that the hospitalization was an ¿emergency¿ admission. It is not known, therefore, whether the patient was hospitalized as a result of an acute complication of diabetes. It is also not known whether he received any treatment for an acute diabetes excursion. The reporter alleged ¿during the last stay in hospital¿, date/time unknown, ¿a low (B)(6) was found¿. The reporter also alleged during the hospitalization, the patient obtained an inaccurately high blood glucose result on the subject meter of ¿210 mg/dl¿ compared to ¿130 mg/dl¿ on the ems/hospital meter, performed within 30 minutes of each other. The reporter concluded ¿that the lifescan meter was the cause of all the issues¿. Based on statistical methodology, the reported difference between the results falls outside lfs¿ accuracy criteria. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and he was using an approved sample site. Because the reporter was unwilling to provide contact details, it was not possible to send replacement products to the patient. Based on the information provided, this complaint is being reported because, the reporter claimed the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.